Event description:
It was reported that the downstream occlusion sensor (dso) ripped and bubbled dso seal. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspect pump was returned for evaluation. Device was visually and functionally tested, and the customer report of downstream occlusion sensor (dso) seal was damaged, and the dso sensor was found to be inoperable. The reported malfunction from the complainant was confirmed. The dso sensor and seal were replaced, and dso sensor calibration was performed. The device was able to pass all functional testing.